Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient implanted spinal pain. The hcp reported that the patient¿s implantable neurostimulator (ins) was really bothering them when they lay on their back. They added that the ins is causing soreness and they feel like it is moving. The hcp noted that the patient did not want to go back to their current managing physician. No further complications were reported or anticipated.